Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Part ordered for replacment, pending replacment.

Event description:
The international customer reported the ventilator won't charge the back up battery during normal ventilation operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The manufacturers fse evaluated the device and ordered the power supply for replacement to address the reported problem. Device is pending repair.

Event description:
The service engineer replaced the power supply to address the reported problem.